Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The valve seal in the adjustable pressure limit valve was re-seated to resolve the reported issue. (B)(4). No patient information provided after calls to customer 11/18/2019, and twice on 11/19/2019.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.